Event description:
Physician was using ligasure atlas during a laparoscopic assisted vaginal hysterectomy. Twice during use the device did not release its jaws appropriately after the tissue was sealed. The device manufacturer rep was on site and called in to observe the failure. The device was removed from the sterile field and replaced with new device to complete the procedure.